Event description:
The customer reported an inability to acquire pads ECG/failure to deliver energy during use. No adverse patient impact was reported.

Manufacturer narrative:
The customer reported an inability to acquire pads ECG/failure to deliver energy during use. No adverse patient impact was reported. The device and accessories were evaluated by a philips fse. There was no trouble found. The event strips were reviewed by philips. All information is consistent with a use issue and not a malfunction of the device.